Event description:
It was reported that the customer experienced a malfunction with their pump, which temporarily died. However, upon restarting, the pump functioned normally. There was no adverse impact on the customer's blood glucose level. The customer relied on multiple daily injections (mdi) while the pump was malfunctioning. Technical support advised the customer on resetting procedures.